Event description:
It was reported that the 4076 atrial lead dislodged and was removed. A 4592 atrial lead implant was attempted unsuccessfully and removed. A new 4076 was successfully implanted. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that the 4076 atrial lead dislodged and was removed. A 4592 atrial lead implant was attempted unsuccessfully and removed. A new 4076 was successfully implanted. Later review of manufacturer's database revealed the patient had died. Follow up with clinic reported patient "was a very sick man when he was implanted suffering from ameloid cmp." Last device check was (B)(6)2009 and everything was fine. Death certificate revealed cause of death to be congestive heart failure with contributing factors of amyloid and renal failure. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Visual examination noted proximal conductor blood/body fluid; outer insulation breach cut; blood in/on helix mechanism; (B)(4) no anomalies found; full lead analyzed. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Visual examination noted proximal conductor blood/body fluid; outer insulation breach cut; blood in/on helix mechanism; (B)(4) no anomalies found; full lead analyzed. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.